Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced an altered mental status. A dye study was done. The distal segment/end of the catheter was placed in the subarachnoid space. The healthcare provider (hcp) planned on revising the distal segment. As of (B)(6) 2014, the patient needed to have a follow-up appointment with his hcp to discuss an action plan. As of (B)(6) 2014, a catheter revision was done ¿3 hours ago¿. The catheter was reconnected to the pump. At this time, the patient outcome was indicated to be not recovered with ongoing symptoms/issues. The device system was used to deliver fentanyl. Further information was provided, but was illegible. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.